Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer initiated pressure relief in tilt-in-space and the backrest of the chair continued to recline toward floor with consumer falling back. Therapists prevented consumer from reaching the floor. No injuries reported. Examined by doctor.